Manufacturer narrative:
It was reported that "the customer has had the bed for 2 weeks only. He states the main motor in the middle is not working allowing the whole bed to raise up or down. The head and foot sections are working fine. He has seen the same issue before with another bed and he is 99% sure this is the motor that is not working. The was rented to the customer and picked up and is now in there storage so the bed in not together to do any troubleshooting." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the main motor in the middle is not working allowing the whole bed to raise up or down."